Event description:
It was reported that it was noticed that there have been an incident of six (6) bent ri bone pins 4 mm x 152 mm qty: 2. They are no longer useable in cori cases and must be replaced. These pins were collected over a span of a couple months and were noticed before and after cases as unusable. If the case was open and the pins were bent, they were swapped with undamaged pins. As no case was involved, there was not any patient involved.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the reported devices were bent instead of fractured. Event may result in a short procedural delay and/or require use of a backup device to continue procedure. This event is not likely to cause or contribute to a death or serious injury and is considered not reportable.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that it was noticed that there have been an incident of 6 broken/bent ri bone pins 4 mm x 152 mm qty: 2. They are no longer useable in cori cases and must be replaced. These pins were collected over a span of a couple months and were noticed before and after cases as unusable. If the case was open and the pins were bent, they were swapped with undamaged pins. As no case was involved, there was not any patient involved.